Event description:
A call was received from a healthcare source on behalf of a customer who brought a meter to the store with some concerns about the customer's blood glucose test results. The customer states that they ran a test on their meter and received a result of 55mg/dl. The customer then did a follow-up test and received a result of 160mg/dl. There was little time difference between readings, but it is unknown if the tests were from the same finger puncture. While on the phone, electronic and control tests were performed and were found satisfactory. The instrument was coded correctly for the lot of reagent. While the system is operating correctly, the customer lost confidence with the instrument and requested a replacement. A new instrument is being provided and the "complaint system" is being returned for eval.

Event description:
A call was received from a healthcare source on behalf of a customer who brought a meter to the store with some concerns about the customer's blood glucose test results. The customer states that they ran a test on their meter and received a result of 55mg/dl. The customer then did a follow-up test and received a result of 160mg/dl. There was little time difference between readings, but it is unknown if the tests were from the same finger puncture. While on the phone, electronic and control tests were performed and were found satisfactory. The instrument was coded correctly for the lot of reagent. While the system is operating correctly, the customer lost confidence with the instrument and requested a replacement. A new instrument is being provided and the "complaint system" is being returned for eval.